Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images provided are of poor quality and the stent could not be visualized; thus, the mismatch in the vessel and the stent could not be confirmed. It was reported the graftmaster rx was used to treat an asymptomatic perforation without extravasation of contrast. It should be noted the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It was reported that 3.5x19 rx graftmaster covered stent was deployed at a maximum pressure of 20 atmospheres (atm). It should be noted that the IFU, deployment procedure section, states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Additionally, the reference vessel was reportedly 6 mm. An incorrect size of stent was selected for this vessel size and it would not have been able to be expanded enough to be apposed to a 6mm diameter vessel wall and completely seal a leak. Also the stent was over-expanded to nearly 5mm. It should be noted that the IFU states: the maximum expanded inner diameter for a 3.5mm sized graftmaster stent is 3.43mm and the outer diameter is 3.95mm. The graftmaster was not fully apposed to the vessel wall due to size mismatch between vessel and stent; therefore, post-dilatation was performed to expansion of 4.5mm to 5mm. Based on the case information and related record review, the reported treatment appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: viper. Guide cath: ebu 4.5. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with angina and asymptomatic perforation without extravasation of contrast, in the severely calcified eccentric, proximal / ostial left circumflex coronary (lcx) artery after undergoing atherectomy. A 3.5x19 rx graftmaster covered stent was deployed at a maximum pressure of 20 atmospheres (atm). As the graftmaster was not fully apposed to the vessel wall due to size mismatch between vessel and stent, post-dilatation was then performed with a 4.5mm non-compliant balloon inflated to 20 atm followed by additional successive post-dilatations with an unspecified 1.5mm balloon inflated to 20 atm until post-dilated to 4.5mm. Intravascular ultrasound (ivus) confirmed excellent cylindrical expansion of the graftmaster to nearly 5mm with distal lcx vessel size of 6mm, which the physician felt was adequate. An angiogram showed some flow into the native circumflex and distal flow beyond the graftmaster. Reportedly, while the middle of the procedure was long and caused consideration and preparation for coronary artery bypass graft (CABG) surgery, this delay was not related to graftmaster use. Ultimately, CABG was not performed and the perforation was reportedly resolved with the graftmaster; ivus demonstrated excellent result. No additional information was provided.